Manufacturer narrative:
One device was returned for analysis. Visual and functional tests were performed and found the last error code (lec) 41786. Functional and visual tests were performed, and the reported issues were duplicated. The cause of the reported issue was due to a main board. As a result, main board was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a system fault alarm red 41786/0004. There was unknown patient involvement, no patient injury was reported.